Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. Pupillary response is the physiological response of the pupil varying in size. Potential contributor factors could include light stimulant, medications, and/or patient mood. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer representative reported during laser assisted cataract procedure small pupil dilation was observed. Reporter indicated the control points for the capsule treatment were reduced. As capsule treatment began the pupil shrank rapidly to a best estimate of less than 4.0 diameters. The rapid pupil reduction was speculated by the surgeon to be possibly from slight reduction between setting control points and firing, and capsule treatment possibly touched pupil edge causing the more rapid reduction of pupil size. Reporter also indicated that several laser rotations observed on iris surface before pedal could be released. At release of pedal, the system froze and displayed an error message, and became non-responsive. Suction was released and laser treatment portion was aborted. The cataract procedure was converted to conventional treatment method, dilation returned to satisfactory size for procedure and successfully completed. Light traces of capsulotomy pattern were observed on the iris, but no anticipated complication post operative. The laser was rebooted and standard checks/calibrations performed with all cleared and passed.